Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level in the 400's mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. System check with tandem technical support confirmed the pump was functioning as intended, however the customer was using cold insulin and not following correct loading steps when filling their cartridge.